Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:36:37. During night drain cycle four, the patient's ultrafiltration reading was 1039ml, indicating the home patient (hp) drained 1039ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv was not confirmed in the device's event log. Review of the event log revealed the cycle four drain was completed on (B)(6) 2011 at 09:02 and the user's actual drain volume during cycle four was 2373 ml. The user had a partial fill of 1333ml and the actual drain volume of 2373ml is 158% of largest prescribed fill volume (lpfv) of 1500ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.